Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: china. A case reported of non-absorbed sutures 15 days after the operation of a patient (after childbirth) complaining of discomfort, and the perineum incision wound becoming red and inflamed. The doctor examined the patient and discover no change in the color and strength of the suture.

Manufacturer narrative:
Samples received: (B)(4) unopened pouches. Analysis and results: there a previous complaint of this code batch, regarding another issue. Manufactured and distributed (B)(4) units of this code batch, there are no units in stock. Tightness test to the samples received has been performed and the units are tight. Tested the knot pull tensile strength of the samples received and the results fulfill the OEM requirements. Degradation test results conducted on the samples received fulfill the OEM requirements. In the instructions for use of the product: mode of action: "when safil® suture materials are employed there is a mild inflammatory reaction, which is typical for an endogenous reaction to a foreign body. As time passes the suture material is encapsulated by fibrous connective tissue. Safil® is metabolized to glycolic acid by hydrolysis without causing any enduring change in the region of the wound. About (B)(4)% of the original tensile strength remains after 14 days of implantation and about (B)(4)% after 21 days. The complete mass absorption of safil® takes place at 60-90 days, when the tissue is normally perfused." Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: : complaint is not justified. Although the results of the samples received fulfill the OEM specifications, note is taken of this incident in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.